Manufacturer narrative:
The insulin pump alarmed a33 during the basic occlusion test due to protruded loose drive support disk. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads, missing end cap sticker and broken belt clip slot.

Event description:
It was reported that the insulin pump alarmed compromised force sensor during rewind and then it resets. The insulin pump was not bumped or dropped. The drive support cap is normal. Customer mention that the insulin pump was suspended for 3 days due to a hospitalization not related to diabetes. Blood glucose value was 12.7 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.